Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A system and instrument log review could not be performed due to insufficient event information.

Event description:
It was reported after a da vinci-assisted surgical procedure, the patient experienced postoperative abdominal pain. The patient went to their primary care provider and received a computed tomography (CT) scan which showed a 3.5cm wide cable retained inside the patient's abdomen. The patient had reportedly received a CT scan prior and there were no reports of a retained object. The patient underwent a gynecology procedure in december. The patient underwent a subsequent procedure to remove the retained object. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.